Event description:
(B)(4). Shortly after having the device implanted, I started having heavy, painful periods that got progressively worse. Then I began passing clumps of tissue and bled sometimes for 3-4 weeks at a time, with only a week or so before starting to bleed again. Within just a few months, I became very anemic, my thick, long hair began to fall out in clumps. I couldn't walk from one end of my house to the other without being completely exhausted. I was also beginning to experience overall joint and back pain. I ended up having a uterine ablation to curtail the bleeding and the doctor removed several uterine fibroids, one the size of a grapefruit, that had developed since implantation of the device. About one year later, the bleeding had returned and I was becoming anemic again. I went back for a second ablation and fibroid removal. My doctor told me that I was "estrogen dominant" and she had never seen a uterine lining grow back like that after an ablation. Since implantation, I have developed excruciatingly painful ovulation, my vision is now blurry, requiring reading glasses, I am chronically exhausted, fatigued, depressed and in constant pain from degenerative osteoarthritis, which quickly developed within 3 years of the implantation. My joints continue to deteriorate, my legs and arms tingle, the burning, stinging, radiating pain my lower back requires me to take morphine, norco, flexeril and ibuprofen. I was thin, muscular and healthy before I had the implant. Since then, I experience constant bloating, have gained 40 pounds and can't seem to lose it, and I am on temporary disability, but working on permanent disability due to foggy memory, inability to focus and the severe, debilitating back pain from the degeneration of the cartilage in my lower back. I believe all of this is a direct result of having the essure device implanted in 2007. Yes, the device was paid for by my insurance at the time, but I have been on and off insurance and have paid a lot of money out of pocket to treat the various symptoms of this device. I am also highly allergic to pet, but I was never told it was in this device. I was told it was "pure titanium." I also have instant contact dermatitis not only from pet, but also from nickel. This device has ruined my life. I don't know the exact date the symptoms began, but I can provide all of my medical records, if needed.